Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: moisture was found in the battery compartment. Unrelated to the original complaint, the battery compartment was cracked in two places. A leak test failed due to a battery compartment crack. The pump was opened up and corrosion was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.